Event description:
Report received that when the rotary knob was placed on run, the display screen indicated that the rate was the programmed vtbi (volume to be infused). After the vtbi was programmed, the nurse turned the control knob to the run position when the pump beeped and the display screen cleared. The nurse reprogrammed the pump and the display screen indicated that the rate was the programmed vtbi, and not the intended rate to be infused. The pump was removed from clinical service and therapy was initiated using a replacement pump. There were no reported adverse pt effects. Though requested, no add'l info was provided.